Event description:
It was reported that the lights went out on an external pulse generator during a battery change. Once the battery was changed, the lights remained on for at least 15 seconds when the battery was disconnected for testing. The device was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).